Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high defibrillation threshold (dft) test. During lead revision, this right ventricular (rv) lead perforated the heart wall. So, this rv lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.